Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited greater than 2500 ohms. This had correlated with the patient feeling something different. During the lead testing normal measurement were present. However, isometrics in bipolar and unipolar modes noted noise. However, sensitivity settings prevented the noise from being sensed and therefore it did not affect pacing. No adverse patient effects were reported. This lead was surgically abandoned and a new lead implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.